Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-oct-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A technical support specialist gathered details of the cubies that were not opening and tested them using the tester application. The cubies continued to not open, so the cabinet was rebooted. A pharmacy technician was present and deassigned the cubies and reinserted them and then confirmed the cubies were functioning properly and ready for use. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer cubies were not opening while dispensing medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.